Manufacturer narrative:
Method: device history review; results: the screws were discarded at the hospital. The x-rays used to make the diagnosis were requested, but they were not available for review. The patient allegedly has parkinson's disease, which may or may not have had an impact on the patient's bone quality and resulting suitability for spinal implants. Information on the patient's bone quality was requested, but no information was provided. The condition of the product is unknown and the cause of the post-operative loosening cannot be determined. Conclusion: the mantis cannulated polyaxial screws were reported to have lost bone integration resulting in loosening post-operatively. The issue was identified by x-ray and the screws were removed during a revision surgery.

Event description:
It was reported that on (B)(6) 2014 mantis surgery (t12-l1, l2-3) was performed. After that it was found that the screws are pulling out because of parkinson's disease. On (B)(6) 2014 revision surgery was performed and all the implants were extracted.

Event description:
It was reported that on (B)(6) 2014 mantis surgery (t12-l1, l2-3) was performed. After that it was found that the screws are pulling out because of parkinson's disease. On (B)(6) 2014 revision surgery was performed and all the implants were extracted.